Event description:
On 05/03/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. The deployment proceded without difficulty until the end of the procedure when "tamping" the collagen and while tension was being applied on the suture and prior to placement of the tension spring, the entire device came out. Manual pressure was held for 20 minutes to acheive hemostasis. The device was returned to the MFR for eval. The device was received without the anchor. The collagen had been compressed and the suture knot was intact. As of 06/15/1999 there has been no further report to the MFR of complication or pt sequelae.